Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of micro-volume extension sets were causing high-pressure alarms and tuning off the intravenous pump. This was discovered during an unspecified process step. The resolve this issue, a different product was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.